Event description:
During a review of programming history on (B)(4) 2012, it was noted that an interrupted system diagnostic test occurred on (B)(6) 2010 that resulted in the patient's device being programmed to unintended settings. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Review of programming history.